Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No unexpected number scrolling during testing. Insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed a battery out limit alarm. Customer's mother reported when she was trying to change the battery and found that the buttons were not responsive. Customer's blood glucose was 133 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.